Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended an incorrect bolus calculation. Tandem technical support (cts) verified personal profile settings were entered correctly; however customer did not have a computer available to upload pump data for review. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting with cts.